Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor cannula retracted to the other side of the sensor. It was unable to confirm if the customer received the sensor in said condition due to customer returned the product opened/used. No burrs/hooks or dull needle tip defects were found, the introducer needle passed per specifications.

Event description:
The customer reported via phone call that he inserted a new sensor and had blood at site. The customer then noticed that the sensor electrode came out with needle and the cannula was no longer visible at the bottom of sensor. Customer stated that the sensor cannula was retracted into the sensor base. Blood glucose value was 207 mg/dl. The sensor was replaced and returned for analysis.